Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is receiving a no delivery alarm during bolus. His blood glucose was over 400 mg/dl and he said that he has only partially treated with the pump. He said that he has two infusion sets connected to his body because he received a no delivery alarm with one, so he inserted another one. The customer said that this issue has occurred over the last month, resulting in his blood glucose being over 500 mg/dl. He treated with a manual injection and changed the infusion set. He was advised that there was no point in keeping both infusion sets connected to his body if they were not functioning properly. He said that when removing them, they are not kinked or bent. He mentioned that when he troubleshot previously, he was able to manually push insulin through. During troubleshooting for the no delivery alarm during bolus, the customer mentioned that the cannula was bent. He wished to run an additional 5.0 unit fixed prime to determine if the cannula/site connection may be occluded. He stated that the insulin did exit. He was advised that the site may be occluded and to change the entire infusion system and to return the set for analysis. The caller changed the infusion set again while on the phone and the pump alarmed no delivery again when he was trying to bolus. During no delivery troubleshooting, the customer mentioned that all remedies have been tried. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis. The infusion set is being returned for analysis.